Event description:
Boston scientific received information that during an implant procedure, this lead had placement and removal difficulty. Additional information received indicated that an attempt to reposition the lead was made but the screw would not deploy. A boston scientific technical services (ts) discussed that tissue might be caught in the mechanism but the helix appeared to be clean. Furthermore, it was determined that the helix would not retract or extend causing the issue. There was no resistance noted after removal of the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. Analysis also revealed that the inner coil was fractured at the weld.